Event description:
A nurse reports that during intraocular lens (iol) implantation, the surgeon noticed a missing haptic. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.